Manufacturer narrative:
Evaluation results: related to operational context (previously deployed stent or vessel morphology). Failure to follow instructions (balloon inflated beyond its rated burst pressure); (deformation problem). Evaluation conclusion: failure to follow instruction (balloon inflated beyond its rated burst pressure). (B)(4).

Event description:
Evaluation summary: the balloon was returned partially inflated. The transition shaft was severely stretched. There was no stretching evident to the distal shaft or the balloon bond. The distal tip was damaged. The balloon was inflated to 18atms (rbp). The device maintained pressure. There was no evidence of a leak on the balloon or shaft.

Manufacturer narrative:
Evaluation results: no results available since no evaluation was performed (device or procedural images not provided for evaluation). (No device returned for evaluation). Evaluation conclusion: unable to confirm complaint (device or procedural images not provided for evaluation). Operational context (patient lesion morphology may have impacted the use of the device - moderate tortuosity and 70% stenosis). (B)(4).

Event description:
The physician attempted to use a 4.0mm diameter x 15mm length nc sprinter balloon to assist in the deployment of a resolute integrity device used to treat a lesion with little calcification, moderate tortuosity and 70% stenosis located in the cx. It was reported that the balloon was inflated once to 20atm for 15 seconds and was successful in assisting the resolute integrity device. The physician was attempting to withdraw the balloon catheter back into the sheath but could not pull the device back. It was reported that the physician could feel the hypotube was getting stretched so the entire system was pulled out. It was reported that the balloon looked deflated, however when the device was flushed for return it was reported that water was left in the balloon. Patient was fine post procedure and no clinical sequelae were reported.